Event description:
It was reported that after the superion implant procedure the physician assessed through lateral imaging that the top cap had detached from the body of the implant. The physician removed all components of the implant and replaced it with a new 12mm implant successfully. The facility kept the explanted device and it was not returned.